Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via an abbott representative. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heart failure existed pre-lvad and the device did not cause or contribute to the right heart failure. The patient experienced symptom of low ejection fraction. The right heart failure was treated with inotropes and nitric oxide. The low flow alarm threshold was lowered on the backup controller only. The patient was reported to be stable and the alarm seemed to have resolved.

Event description:
It was reported that the patient experienced frequent low flow alarms with a blinking red heart and audio tone. The right ventricle was reported to have a poor ejection fraction. Despite optimal medical therapy (omt), the left ventricular assist device (lvad) flow was about 2.4 liters per minute (lpm). If the patient condition would not improve, the low flow threshold in the backup system controller was to be changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.